Event description:
During the implant procedure, while using the medtronic catheter passer, the physician nicked the internal jugular vein. Physician observed bleeding at the chest incision. Physician made an additional incision to explore and ligate the vessel. This resolved the issue.